Event description:
It was reported that there was a gradual rise in superior vena cava lead impedance, an alert occurred for this impedance measuring greater than 100 ohms, followed by a sharp decrease in this impedance to 75 ohms. Lung wetness trend showed a sharp decrease then increase at the same time. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.